Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complications experienced by the patient. There is no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. Isi has made several attempts to contact the site and primary console surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. The monopolar cautery, thoracic grasper, and schertel grasper instruments used during the da vinci surgical procedure involved with this complaint have been used in subsequent da vinci surgical procedures with no reported issues. No other da vinci instruments were used during the surgical procedure based on the system logs. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, the patient's aorta was punctured. However, at this time, it is unknown how or why the fellow surgeon punctured the patient's aorta. There is no allegation from the site that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's operative injuries.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy and mediastinal mass lymphadenectomy procedure, a fellow surgeon punctured the patient's aorta which led to an immediate conversion to open surgery. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the fellow surgeon was seated at the surgeon side console (ssc) and possibly punctured the patient's aorta with a monopolar cautery instrument or spatula instrument. According to the initial reporter, there was no allegation from the site that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The initial reporter also indicated that after the case was converted to open surgery, a colectomy was performed and a colostomy was placed. In addition, the initial reporter stated that he heard that possibly the patient lost one or both legs as a result of the reported event.